Event description:
This report is based on information provided by the philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the battery is malfunctioning. The asp evaluated the device and confirmed the battery needed to be replaced. The customer obtained a battery on their own to resolve the issue. The device was returned to service and no further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective battery. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.